Event description:
It was reported that during the atrial flutter ablation / electrophysiology (ep) study/ ablation procedure to treat atrial fibrillation and atrial flutter faradrive steerable sheath clear was selected for use. It has been mentioned that transseptal access was obtained using a versacross fixed sheath. Mapping of the left atrium was performed through the versacross fixed sheath with non-boston scientific device. Following map creation, the non-boston scientific device was removed from the fixed sheath. The physician exchanged the versacross fixed sheath over the versacross wire with the 1st faradrive sheath. After the exchange, the farawave catheter and merit medical j-tip inqwire guide wire were advanced to just past the handle of the first faradrive. The faradrive sheath was aspirated with a 20 ml syringe. Air bubbles were observed in the aspiration syringe but not in the sheath or patient during aspiration. Another attempt was made to aspirate the 1st faradrive sheath with a 10 ml syringe with the farawave in the same location, just past the handle of the faradrive. This again resulted in air bubbles being observed in the syringe but not in the sheath or patient. The physician opted to remove the farawave from the first faradrive and exchange the first faradrive over the versacross wire with a second faradrive. No issues were encountered with the second faradrive and the procedure was completed successfully with no complications noted. No abnormalities were observed when prepping the faradrive, farawave, or versacross fixed sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.